Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). The pod was worn less than an hour on the hip/buttocks. It was noted that the cannula was possibly not inserted correctly into the infusion site. Pain and bleeding was experienced during wear. Hyperglycemia treated with a new pod.